Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving dilaudid (15 mg/ml at 3.226 mcg/day) and baclofen (4000 mcg/ml at 860.4 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and multiple sclerosis. It was reported that the patient was going to be admitted to the hospital. The hcp wanted the pump interrogated to confirm its function. The symptoms of altered mental status and increased pain were noted. The change in symptoms was considered sudden. No further complications were reported.